Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event.

Event description:
It was reported that the customer passed away. It was stated that the mother is unsure if the customer was wearing the insulin pump at the time of death. It was stated that the last glucose reading recorded in the blood glucose meter was 1649 mg/dl. It was stated that the customer did not feel well and was taken to the hosp. The customer went into diabetic coma and had kidney failure. The mother does not know where the insulin pump is at the time of call. No further info was provided.